Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensor gave low alerts when the blood glucose was not low. She stated that the blood glucose reading was 213 mg/dl when the sensor glucose reading was 390 mg/dl. It was determined that the customer was overcalibrating. Customer declined further troubleshooting. Nothing further was reported.